Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the customer had air bubbles in the tubing. It was reported that the high pressure test could not be done at the time. It was reported that the customer would look for clamps. No further information provided.